Event description:
It was reported by plaintiff's attorney that the plaintiff was implanted with monarc subfascial hammock with the intention of treating her stress urinary incontinence. It was alleged the plaintiff required extensive medical treatment, including, but not limited to, operations to locate and remove mesh, repair pelvic organs, tissue, nerve damage, and remove portions of the female genitalia. It is also alleged that the plaintiff sustained permanent bodily injury and suffered significant mental pain.

Manufacturer narrative:
Should add'l info become available regarding this event it will be re-evaluated and a f/u report will be sent.